Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure related to the device's oxygen blending module was observed. The oxygen blending module was replaced to address the issue. The oxygen blending module only was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module failure was due to a failure of the u24 oxygen pressure sensor.